Manufacturer narrative:
Investigation: a review of the gem premier 4000 cartridge data showed that 175 samples were run. There were no disabled sensors. Data shows k+ sensor slopes were within range. However, the slopes were noisy with an unstable baseline. Neither comparison data nor any other information about the samples in question was available to investigate further. Recall: a recall has been initiated to notify the field regarding the issue with k+ reporting on the gem premier 4000. This recall action was submitted and will be tracked through ((B)(6)).

Event description:
Customer reported inaccurate results from the potassium parameter on their gem premier 4000. K+ results from the gem premier 4000 were too low when compared to a reference analyzer. Biases exceed the instrument's total allowable error claim of +/- 0.5 mmol/l.